Manufacturer narrative:
This report is being submitted as follow up no. 3 to update section h3, and to provide the completed investigation results. One 6fr 90cm destination mp was returned for product evaluation. The returned product included the packaging, dilator, and sheath. The dilator was inserted into the sheath. The sheath and dilator were subjected to visual analysis. The length of dilator shaft sticking out of the sheath valve was found to be 53.6cm. A portion of the sheath was found to be flattened. The flattened portion was 42.3cm to 44.6cm from the sheath hub. Functional testing was performed. The dilator was attempted to be fully mated with the sheath. The dilator could not advance past the flattened portion. Dimensional testing was performed. Measurements were taken of the sheath ID and od. The ID was found to be 0.087" which was within specification of 0.087" ± 0.002". The od was found to be 0.112" which was below the maximum od specification of 0.114". Both measurements were within the manufacturer's specifications. The complaint can be confirmed for mechanical damage. The exact root cause of the event cannot be determined. The likely root cause is the user flattened the sheath while handling it. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 19jul2021. The device was not used. Another device was used to ensure the operation went smoothly. No clinical consequences were noted.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for mechanical damage since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination introducer was pinched in the middle making it impossible to insert other devices. The device was unusable and there was no patient involved.